Event description:
Pca, patient controlled analgesia, pump was beeping and read operating error. On/off button was only button that would work. Once pump turned back on, it had no memory of the previous settings, or medication delivered. The pump was restarted with an estimated volume and pharmacy was notified. When pharmacy arrived to assess, it was noted that the new delivery settings did not take effect and the pump had reverted to higher medication settings and was not able to recover history.